Manufacturer narrative:
The devices associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as product and lot code required for the cement was unavailable. The lot number for the femoral component is unk. A search of the complaint database found to prior reports for the tibial part and lot number combination. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The pt was revised due to loosening of the tibial and femoral between the bone and cement interface.